Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited the power switch that needs to be replaced and no image when used with the gastrovideoscope and the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the image is not displayed, due to failure of the printed circuit board of the patient board set or failure of the video connector. Also, it was confirmed, that substance adheres to the power switch. We presume, that the substance was adhered accidentally. Olympus will continue to monitor field performance for this device.